Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was 230 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.